Event description:
The medwatch received stated: during a cystectomy with ileal conduit and low anterior resection case, the device malfunctioned and the blade went to a vertical rather than a horizontal direction. This caused light tissue tearing but no significant or permanent damage. The surgeon opened another device to complete the procedure. The site was contacted and additional information regarding the device and incident was not available.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.